Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer was inquiring about the warranty of the bed and stated that the foot frame is bent.